Event description:
It was reported that this pacemaker system exhibited noise and a high out of range pace impedance measurement resulting in the signal artifact monitor to be disabled. Device data was sent to technical services (ts) for review. Further evaluation is expected at a future date. This system remains in service. No adverse patient effects were reported.